Event description:
It was reported that the patient was not receiving adequate relief from the deep brain stimulation (dbs) for essential tremor. The patient experienced pain and discomfort. When the stimulation amplitude was increased it resulted in motor stimulation in the face and left arm. Lateral placement of the lead caused stimulation of the internal capsule which caused facial pulling and slurred speech. The patient underwent a revision wherein the physician replaced the lead and placed the new lead medially in the right brain. The explanted lead was retained by the medical facility.